Manufacturer narrative:
Hyperbaric ventilator 334 was mfg in 7/1994 and shipped to customer. On or about 11/5/1997, the ventilator was being set-up for hyperbaric oxygen therapy in a sechrist monoplace chamber. The ventilator was operating correctly during the first few minutes during preparation, then suddenly discontinued cycling. The pt was removed from the hyperbaric ventilator and replaced on the conventional without incident or injury. Investigation: the unit was received for evaluation on 11/7/1997. The unit would not cycle upon initial start-up. The backplate was removed and the 1/6" pressure tubing (p/n hb 332) leading the regulator hose connector (p/n IV 310) was observed to be disconnected. When the tubing was reconnected, the ventilator functioned correctly. There was no pt injury caused by the incident. The ventilator had been working very well since it was purchased. This is the only known failure of the 1/16" supply tubing in the 17 years the ventilator has been in use. There were no physical defects or contamination observed in either the tubing or the hose barb. Pressure testing indicated tubing still exceeded manufacturer's specification and operational pressure levles of product. Based on results of investigation no conclusion can be reached as to reason tubing became disconnected from hose barb on regulator. Manual breath button is provided in event of similar failure to provide capability to ventilate pt. Competent healthcare attendance is required during hyperbaric oxygen therapy and would be able to provide manual breaths during failure. User's manual expalins use of manual breath button should such a failure occur, and it felt health risk associated with recurrence is remote. Complaint and service data base will be monitored for any recurrence of event.

Event description:
Pt was placed on a sechrist 500a hyperbaric ventilator prior to hyperbaric treatment in a sechrist hyperbaric oxygen chamber. Pt was stable and about to be placed in the hyperbaric chamber when the ventilator stopped cycling. The pt was disconnected and placed on another ventilator.